Manufacturer narrative:
(B)(4). Product evaluation pending. Issue is being reported as alert could not be cleared by operating.

Event description:
It has been reported that the AED is not functioning properly.